Manufacturer narrative:
The pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 80.0 cm from the proximal end. The embolization coil windings were offset and the embolization coil was intact its pusher assembly. The introducer sheath was removed from the pusher assembly and there was no visible damage to the introducer sheath. Evaluation of the returned device revealed that embolization coil windings were offset. This type of damage likely occurred from forceful handling during use. The offset coil windings likely contributed to the resistance that was felt and prevented the coil from being advanced out of its introducer sheath and into the lantern delivery microcatheter (lantern). Further evaluation revealed that the embolization coil could not be re-sheathed without strong resistance during the functional analysis. The offset coil windings likely contributed to the inability to re-sheath the embolization coil. The kink in the pusher assembly was likely incidental and may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00325.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to advance two ruby coils into a lantern delivery microcatheter (lantern), the coils were stuck inside their introducer sheaths and were unable to advance out of their sheaths and into the lantern. Therefore, the introducer sheaths containing the ruby coils were removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.